Manufacturer narrative:
(B)(4). The ventilator was evaluated by third party service provider and extended self tests (est) was performed and the ventilator is in working condition. Medtronic was not authorized to conduct the repair. The evaluation and repair was completed by a non-medtronic service provider.

Event description:
It was reported that the ventilator generated a touchscreen blocked error message. The ventilator was not on a patient at the time of the event.